Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "reliability of porous coating metal-backed cups: advantages and adverse effect of a posterior" written by j. Girard, p. Laffargue, j. Decoulx, and h. Migaud published by review of orthopedic surgery accepted by publisher 19 february 2005 was reviewed. The article's purpose was to evaluate the efficacy of an anti-dislocation posterior elevated rim polyethylene liner on long-term dislocation rate and wear. Data was compiled from 89 arthroplasties implanted between 1991 and 1993 in 82 patients with age range 17.2 - 87 years. All acetabular components were depuy implants and utilized with 1-2 screws per surgeon's discretion. The femoral components were non-depuy. The article provides a photograph of a poly insert for illustrative purposes. Depuy products: duraloc cup with constrained liner (indicated by "anti-luxation device"), screw. Adverse event: recurrent dislocations (treated by revisions) associated with mispositioned cup and also "significant wear".

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6(device code). Corrected: h6(closure codes). Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.